Event description:
It was reported that within one month of having a sling procedure, the patient began having complications involving vaginal erosion. Date of procedure was 2001. Patient first experienced complications in 2002. Tissue was anchored in place with bone anchors at 4 corners and then 3.0 vicryl at midline top and bottom. The anterior vaginal vault incision opened and was closed in or via stitch over procedure performed by another physician. Patient had recurrent stress urinary incontinence and burch procedure was performed 6 months later.